Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6 proposed component code- mechanical: stem (g04) one tprlc 133 fp type1 pps so 7.0 item# 51-100070 lot# 7597919 was returned and evaluated. Upon visual inspection the stem has damage to the taper and to the porous coating. The broach was not returned so no evaluation could be completed on the broach. A review of the device history records identified no related deviations or anomalies during manufacturing. A review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm the event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: china customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the acetabular portion of the operation was successfully completed, and the femur was expanded to size 7, and the reset was stable. The implantation of the size 7 prosthesis was found to be 2mm deeper than the trial mold, resulting in a shorter leg and an unstable prosthesis. The prosthesis was pulled out and the expansion of the medulla was continued to size 8. It was found that the rasp of size 8 went straight in, and the rasp of size 9 was used, and the penetration was basically flat, and the femoral stem of size 9 was opened in the end. There was a fifteen (15) minute delay and no harm or impact to the patient.